Event description:
The patient presented to the hospital in atrial fibrilla- tion. The patient's intrinsic rhythm was 110-120 bpm. The device would not interrogate and dashes (---) were noted for several parameters. A stable telemetry link could not be established and a message appeared that the device was in back-up mode. The measured battery data reported 2.58v, 454ua and <1 kohm. Telemetry reported pacing at 85 ppm, but the ECG reported intermittent pacing at 60 ppm.